Event description:
It was reported that a patient underwent an excision of a perianal mass in 2009. During the procedure, the surgeon passed the needle through the skin, took a deep bite into the muscle, and the muscle retracted over the needle. The surgeon pulled back on the suture and the needle stayed in the external sphincter muscle. After a long period of exploration, the patient was taken to surgery and under anesthesia, the needle was found 2-3 mm in the superficial strands of the subcutaneous fibers of the external sphincteric muscle.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.